Manufacturer narrative:
The device was returned and underwent detailed analysis in our quality assurance laboratory. Visual inspection of the device showed the header was fully adhered to the case. There were no arc marks on the device case. It was concluded after a review of the device memory along with the device failing electrical integrity testing that this device was damaged when it attempted to deliver tachy therapy through a shorted lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been admitted to the hospital for non-cardiac reasons. During the patient's stay the physician noted that this implantable cardioverter defibrillator (ICD) detected noise on the rate/sense and shock portions of this defibrillation lead. This noise was over sensed which resulted in some non-sustained and four diverted vf events. The noise was recreated with isometrics. It was later reported that the patient received a shock as a result of the noise but there was no pacing inhibition. However, upon further review of the shock episode there was less than 20 ohms recorded for the shock impedance. A yellow screen indicated that this device delivered a shock into a shorted condition. The daily measurements were trending around 30 to 35 ohms but then did drop to the 20 ohms. Then further upon a shock lead impedance test 80 ohms was recorded. Technical services advised that the lead and device be replaced. The physician opted to surgically abandon the lead and reported a visible insulation breach near the device. It was unclear as to which leg of the lead had the breach. It was also reported that the lead was fractured. The device was explanted as well and will be returned for analysis. No adverse patient effects were reported.